Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced dorr assy for damaged upper hinge broken, replaced 3rd party rear case, replaced bezel assy for broken hinge,replaced damaged ail sensor, replaced corroded door latch assy, replaced left/right corroded iui's. A review of the device history record for (B)(4) was performed from 02/08/2010 to 08/28/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to a broken door hinge.

Event description:
The customer reported broken door hinge. There was no reported patient involvement.